Event description:
At approx 7:00 am on monday, june 9, 97, chief technician began preparing machines for morning shift pts. When he opened the sealed bag containing the enclosed bloodlines, he was splashed with a reddish substance which had apparently come from inside the bag. Upon close examination of the lines he found small stains both on the outside of the lines in various places and a larger amount of the substance beneath the venous dialyzer port cap. The cap was removed in order to determine whether the substance was blood, as it appeared. A small sample was taken from around the port with a hemastix, a reagent strip usually used for determining the presence of blood in urine. The test was positive. The port cap was replaced and the lines were placed in the enclosed bag. Immediately following the test, the events were compiled for making this report. M.d., medical dir., examined technician for any exposed cuts or sores. There were none. A tube of blood was drawn from technician for typing purposes. It is enclosed with the bloodlines, but in a separate box. Haemotronic will be responsible for typing the blood and comparing the two. Upon receiving the contaminated tubing, it was noted the exterior of the tubing had small areas that had a dried brownish red substance on it. The larger blue port had the same substance on it as well. It is interesting to note the package the tubing was in showed no traces of spatter of this substance, nor does the arterial tubing. How could there be sufficient liquid to cause a "splatter" when opened but to only isolate itself to the venous tubing, not the arterial and to have no traces in the packaging itself? There was traces of the same substance in the biohazardous bag the contaminated tubing was placed in for transport to haemotronic. If in fact this was in a liquid state on 6-9-97, per the phone call from the clinic, within a period of less than 24 hours it had achieved a dry state. In an attempt to qualify when this contaminent occurred co contacted experts in this are (1,2,) and the following conclusions have been concurred: if in fact the substance on the tubing were blood it could not still be in a liquid state one year after it was packaged (as evidenced by lot#). Currently no forensic laboratory in the u.s. Is able to age date blood. It is not possible for any liquid to remain in that state in a dry environment in excess of one year. Perhaps the package was in an area when it became contaminated on site.